Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy manifested by constipation for eight days. The cause of the peritonitis event was reported to be due to constipation seepage. On the same day, the patient was hospitalized for the event. On an unknown date, dianeal therapy was discontinued. Treatment for the event was unknown. At the time of this report, the patient was still in the hospital and was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.